Event description:
The customer reported that the unit was having a problem with the energy select switch. When the knob is lightly touched, the unit will turn itself off and on. Also, the unit does not deliver the amount of energy selected. When they set it to deliver 100 joules it only delivers 70 joules. There was no report of patient involvement.